Manufacturer narrative:
H6; code 400: broken right finger. Based upon the info received and the visual examination, it was concluded that the returned cartridge was returned unfired, with the lockout tab in the unfired position, and with a broken right outside alignment finger. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the device. A new device was used to complete the case. There was no patient consequence.